Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2016 with the following findings: the black box (bb) dated (B)(6) 2016; the black box data from date of complaint has been overwritten. The current bb showed no unexplained pump reboots. The pump powered on with returned battery cap which was able to fully tighten to the pump and measured within specifications. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.